Manufacturer narrative:
(B)(4) resterilized the complaint device through our open-but-unused process. A device investigation revealed the device was mislabeled as a 9247a while the correct part number is a c9405a. Both part numbers have a smooth 4.2mm blade and a 13cm long shaft. These similarities likely contributed to the misidentification. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that while in inventory at the user facility, it was noticed that the resector was mislabeled. The device was never used.